Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. There was no reported adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.